Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated there was a hyperglycemia episode due to a folded canula. Insulin was noticed outside of the skin and on the pod. It was reported that blood glucose (bg) levels rose to 380mg/dl (21.1 mmol/l) while wearing the pod on their hip/buttocks between 5 and 24 hours. During the night, the bg levels increased very rapidly. There was no dysfunction reported by the controller, nor skin reactions. The controller was in automated mode. After changing the pod and administering the bolus, the situation was normalized. There was no medical assistance required.